Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damage to the latch roller could not be determined with the provide information. However, to resolve the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service by a baxter service technician, a flogard infusion pump was found to have a damaged latch roller. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction was associated with this event. No additional information is available.